Event description:
It was reported that the patient underwent an ophthalmic surgery on (B)(6) 2022 and suture was used. During the procedure, the suture stand kept breaking when suturing. The procedure successfully completed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Note: related events reported via 2210968-2022-10513.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 01/06/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: - was there any adverse consequence associated with the patient? Yes, aberrations append in patients post operatively.